Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient was to undergo an MRI today (B)(6) 2015 unrelated to the device therapy and the reporter was supposed to check the pump status post MRI and check the pump orientation pre-MRI. The reporter was told that the patient laid down flat on the MRI table and the pump migrated to the patient¿s side and seemed as though it was standing up on its end. The reporter could not confirm that because they were not at the MRI at the time. Per the reporter at original pump placement, it was more in the side of the patient¿s body and ¿not stitched in well.¿ it was unknown where or when the pump was originally placed. It had been an ongoing issue per the reporter. The patient had had several MRI¿s with no issues per the reporter. It was noted that the current MRI center was refusing to do the MRI due to pump orientation and transferring the patient to another hospital. Additional information later received reported that the reporter saw the patient in hospital after MRI. The patient did not have a migrated pump and had the MRI with no remarkable events post. The pump migration had been resolved. The drug, other medications that the patient was taking at the time of the event, pertinent medical history, when the patient first started to experience the pump migrating, troubleshooting and interventions not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.